Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from metal poisoning, pain and suffering. Update 7/17/15-pfs and medical records received. After review of the medical records for MDR reportability, lab results indicated elevated metal ion levels. Part/lot is being updated and the stem is being added to the complaint. A correct doi was provided. The complaint was updated on:8/14/2015.